Event description:
During remote follow up, post-paced t-wave oversensing was observed on the implantable cardiac defibrillator (ICD). Abbott technical support was contacted and suggested reprogramming the device. No intervention was performed at this time. The patient experienced no consequences.